Manufacturer narrative:
(B)(4). Date of event: unknown. Anadolu kardiyol derg 2014 dr. Burak ayca unexpected retraction of an implanted coronary stent.

Event description:
Lesion was pre-dilated. The physician was attempting to implant 1 endeavor drug-eluting stent a severely calcified lesion in the lcx with 90% stenosis and tortuosity but due to the tortuosity the stent could not be delivered and therefore a second guidewire was delivered distal to the lesion and was anchored. The lesion was dilated again and then the stent was successfully delivered at 8atm. After implantation of the stent, it was attempted to pull back the guidewire, which was jailed between the stent and vessel wall but this attempt was unsuccessful. The force for pulling both guidewires; consequently, both guidewires were pulled back and unexpectedly the implanted stent was also removed. The stent was highly deformed, and its structure was damaged. The patient's hemodynamic status was stable, and she had no complaint of angina. Coronary angiography showed timi grade 3 flow with no clear dissection in either the lcx or left main artery. The physician tried to deliver a new stent but was unsuccessful. There was no lesion blocking the coro nary flow in the lcx, and the patient had end-stage renal failure so the procedure was ended and the patient was discharged on dapt.